Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not receive a low battery prior to replace battery alert and failed battery alert. The customer¿s blood glucose level was 13 mmol/l at the time of incident. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will not be returned for analysis.